Event description:
Report received in 2005 from a female consumer (age unknown), who is also a nurse, with no known allergies and no history of autoimmune disease. In 30-jun-2005 the pt received injections of captique in the body of the lip and cosmoplast in the vermillion border. Immediately following the injection, lumping was noticed in the captique treatment site. The patient stated the physician who injected the captique said it was difficult to extrude, which caused lumping at the injection sites. The physician prescribed massage. At the time of this report the patient had not yet recovered. Additional information was received in 2005 from the treating physician, who stated the patient was treated with captique and cosmplast in 2005. In 2005, the pt experienced lumpiness in the upper lip and a nodule in the vermillion border. Five days later, the physician treated the patient with "kenalog injection into nodule of upper lip". The nodule and resolved in 2005, but the lumpiness had not resolved. The physician considered the event as related the captique.